Manufacturer narrative:
Driver tip completely sheared off when tightening the supplementary locking plate (120.2110). Surgeon incorrectly assumed the mating handle used with the driver was torque-limiting, which caused the failure due to excess torque being applied. Root cause is therefore misuse due to improper technique. The surgical technique guide does not indicate that the driver is torque-limiting.

Event description:
The surgeon used the standard screw driver to tighten down the supplementary locking plate (120.2110) onto the cage. He thought the driver and handle had a torque-limiting feature, so he turned until he felt a click. This excess force sheared the tip of the driver off. There was no harm to the patient.